Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that approximately one week after a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient reported experiencing chest pain, hypertension, and palpitations. An ECG confirmed that she was in atrial fibrillation (a fib) and the patient was admitted to the hospital and was diagnosed with pericarditis and started colchicine.